Event description:
The intra aortic balloon would not inflate. The intra aortic balloon was not returned to datascope for eval. The intra aortic balloon was discarded by the facility. (Event complications: unk-reported 6/30/98.) (Pt's current status: unk-rpt'd 6/30/98.)